Event description:
A trilogy 202 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the unit would not power on. The internal battery and ac connector were replaced, but the device would still not power on. The device's power management board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device serviced by third party.